Event description:
It was reported that during a supply change the user pressed and held the infusion set without performing the required quarter turn, which allowed the connector and tubing to be pushed out of the ilet, indicating the infusion set connector was not attached correctly. Symptoms included no clinical effects. Outcomes included no alerts or alarms and successful completion of the supply change after guidance. Investigation included troubleshooting and education provided remotely to guide the user to bypass steps and return to the rewind step. Investigation of this case revealed user setup error leading to incorrect infusion set connector attachment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set change.